Manufacturer narrative:
Summary analysis: the unit would not perform a software upgrade properly due to missing files on the hard disk drive.

Event description:
A visual error code (code "41") was observed during an upgrade using the flashcard 570-01-0107377. The flashcard has successfully upgraded six other programmers. There was no pt involved in this event.